Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to arthrex's follow-up requests. The evaluation revealed that the returned device's critical mating features on surface a (surface that mates with the bearing) are within specification. The damages observed on the surfaces were most likely caused during the extraction of the implant. The contribution of the device to the reported event could not be determined.

Event description:
It was reported that on (B)(6) 2013 a patient underwent a right tka procedure. On (B)(6) 2016 surgeon performed a revision right tka due to tibial loosening. During the revision procedure the surgeon explanted the tibial tray ar-503-tttc lot 108761313, ((B)(4) (B)(6)) and bearing implant ar-503-bc12 lot 113601233 ((B)(4) (B)(6)). To complete the procedure the surgeon used tibial tray ar-513-t3, lot 1002043 and bearing implant, ar-513-bd20 lot 113601351. Patient was a female, age (B)(6), dob (B)(6) 1944. Patient medical records dated (B)(6) 2015 noted: x-rays of the right knee showed hypertrophic bone formation, native patella, but prosthesis in place in proper anatomical alignment without rotation, loosening, or stress shielding. Patient medical records date (B)(6) 2016 noted: examination of right knee showed no visible abnormalities. Palpation of the right knee demonstrated medial joint line tenderness and medial tibial plateau tenderness. It was noted there was no effusion of the right knee. Records noted the patient bone scan findings as follows: impression-moderate uptake within the b/l knees prosthesis. Right knee greater than left.